Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the patient's blood glucose increased to 403 mg/dl due to a bent infusion set cannula. The patient treated via insulin pump therapy. Troubleshooting did not reveal any insulin pump anomalies. The customer was advised on proper infusion set insertion and usage protocol. The wife mentioned that the serter was not firing the infusion set properly; the button was sticking. The insulin pump was not returned for analysis.